Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported the patient¿s blood glucose (bg) was between 250 and 499 mg/dl without signs or symptoms of hyperglycemia. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported bg excursion does not qualify as a serious injury. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: the black box begins on (B)(6) 2014. The information for the complaint date is overwritten. Current black box shows no loss of prime events. An ezprime sequence and 24hr duration test were successfully completed with returned battery cap and returned cartridge cap; no loss of prime warnings were duplicated. The force senor calibration check is out specifications. Removed pump cover; the force sensor resistance was found to be in specifications at 7.5k ohms. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.